Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was going to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, when removing the device from it's package it was noted that the cutwire was not attached at one end. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.